Event description:
The customer reported a display issue. The philips field service engineer (fse) clarified that the symptom was intermittent failure to power on which could impact the delivery a therapy. There was no pt involvement.

Manufacturer narrative:
(B)(4). The customer reported a display issue. The philips field service engineer (fse) clarified that the symptom was intermittent failure to power on which could impact the delivery of therapy. There was no pt involvement. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.